Manufacturer narrative:
A medwatch was located during review of the maude database on 10.9.2023. Medwatch form has not been received. If further informaiton is obtained a follow-up report will be filed.

Event description:
Medwatch (B)(4) report states - during right ankle orif, dr. (B)(6) was inserting paragon screw 2.5 mm x 40 mm. While turning the screw the head had broken off. Md was able to retrieve the head and decided to leave the remaining screw in.